Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) nurse called technical support (ts) to request a replacement cycler. The pd nurse reported the patient was not significantly draining the prescribed 2500 ml fill volume, subsequently causing the patient to have shortness of breath. The nurse reported the patient was hesitant to use the cycler and completed treatment manually (B)(6) 2013. The patient attempted to complete pd therapy on the cycler. He completed 3 of 5 fills, disconnected himself from the cycler and went to the emergency room. The patient was hospitalized from (B)(6) 2013. The patient also completed treatment manually while hospitalized. The patient resumed treatment with the cycler once he received the replacement. Treatment and medical records were requested; however, they have not been received.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.